Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right femoral vein where the puncture was performed in 4 sites of the right femoral vein for an atrial fibrillation (af) ablation interventional procedure. In the distal 2 sites, the suture was pre-placed without issue (in the proximal 2 sites, it was decided the prostyle was to be used during post-close after af ablation). After ablation, the pre-closed suture of the distal 2 sites were temporarily tightened and guide wire remained inside the anatomy. Then, in the proximal 2 sites, a prostyle was used to post-place. In 1 out of the 2 proximal sites, a prostyle was used successfully, and the suture was placed successfully. However, in the other site, a cuff miss occurred. An additional prostyle was attempted but the same occurred. Therefore, the successfully placed sutures in 3 sites were fully tightened respectively. Finally, in the cuff-miss site, an additional prostyle was used to achieve hemostasis. There was no adverse patient effect. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.